Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 461 mg/dl. Customer reported blood glucose level was 361 mg/dl at the time of incident. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The customer declined troubleshoot for high blood glucose. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.